Event description:
Same case as MFR report #: 6000093-2006-00223 and 6000093-2006-01550. It was reported that during a ptca (acute coronary syndrome) procedure, the pt2 light support guidewire fractured and remained in the patient. The lesion being treated was located in the distal circumflex branch. Initial stricture: 50-80% for left anterior descending (lad) coronary artery, 100% for first obtuse marginal branch (om1) coronary artery. Initial timi flow: 3 for lad, 0 for om1. Ptca of the om1 was performed with a balloon (2.5 x 20mm) and a liberte stent was implanted in the om1 with a trace dissection at the vessel wall observed distally to the stent. The lad was then pre-dilated with a 2.5 x 30mm balloon with protection of the 1st diagonal branch (dg1) by a guidewire. A taxus liberte (3.0 x 28mm) was implanted in the lad. Then the guidewires in lad and 1st diagonal were exchanged and ptca of 1st diagonal and lad was performed with a 2.00 mm balloon and a 2.5mm balloon, respectively, obtaining normal flow in lad and 1st diagonal, without residual stricture. Under contrast visualization, a slight enlargement of the dissection in om1 was detected and it was decided to reinflate the balloon in the vessel. The pt2 light support guidewire was introduced to the circumflex (cx) branch below the om1 exit. During withdrawal of the guidewire (with no additional maneuvers and no resistance) the tip of the pt2 light support guidewire detached and remained in the middle section of the cx. An attempt was made to remove the tip of the pt2 light support guidewire using a choice plus guidewire. However, while introducing the choice plus guide wire, the pt2 light support guidewire fragment moved distally within the cx. While in the cx, the two guidewires became entangled and several attempts were made to remove them. On the third attempt, the tip of the choice plus guidewire (app. 10 mm) detached as well. Using two choice plus guidewires and a johnson and johnson atw guidewire (0.014 inch), the detached tip of the choice plus guidewire was removed from the cx. The pt2 light support guidewire detached tip was left in the cx. While introducing the choice plus guidewire tip into the guide catheter, it moved into the common left femoral artery. Several unsuccessful attempts were made to remove the tip from the common left femoral artery, then the femoral artery, and finally the popliteal artery. Since it was no longer possible to reach from the right to the left leg, and the condition of the patient worsened due to a significant blood loss and the amount of the injected contrast medium, it was decided to stop the procedure. Approximately an hour after the procedure, the patient experienced severe pain and st elevation. Further dissection in the om1 and occlusion of the cx artery was detected. Ptca of the om1 was performed with a 2.5 x 20mm balloon, and a liberte stent (2.5 x 12mm) was implanted resulting in repair of the dissection and restoration normal flow in the vessel. The pain and ECG abnormalities resolved. Removal of the cx occlusion was not attempted. Since the detached tip of the choice plus guidewire had not migrated, another unsuccessful removal was attempted. The patient was reported in "bad condition" and suffered from hypovolemic shock. A vascular surgeon was consulted. After stabilizing the patient, two days later, 11cm 6f sheath access was secured through the left femoral artery, and heparin (5u) was administered in an attempt to remove the choice floppy tip from the popliteal artery. Using 0.014 inch guidewires, and a 2.5 x 20mm balloon, the tip was successfully directed toward the sheath three times, however, each time it was impossible to place the tip in the sheath. After two hours, due to the patient condition, the procedure was stopped. The tip of the choice plus guidewire remained in arteria fibularis. In addition to aspirin and a drug from the triton timi38 trial, clexane was prescribed (2 x 40mg for two days). Patient status is reported as 'good condition, discharged home'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork cannot be reviewed. Should further relevant information become available; a supplemental medwatch report will be filed.